Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have blood glucose of 370 mg/dl. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal. Insulin pump failed high pressure test. Customer was advised to change entire set and reservoir and to treat per healthcare professional's advice.